Event description:
It was reported that the patient received a znn cmn nail on (B)(6) 2012 (exact date of surgery not reported). On an unspecified date, the patient experienced pain that lasted for 2.5 weeks. As per the report, it was detected on (B)(6) 2013, that the nail broke "in fracture line". No x-ray was sent for evaluation of the fracture. The report also made mentioned that the patient did not fall nor suffered trauma. The revision surgery was planned for (B)(6) 2013. At the time when this report was received, it has not been confirmed if the surgery happened. Date of implant will be entered as (B)(6) 2012 for the purpose of data entry.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the patient has not been revised to date. The lot numbers were also not provided so device history records could not be reviewed. We will submit a follow up report once more information about the revision surgery will be received and the device returned to the manufacturer. (B)(4).